Event description:
It was reported that the cassette medication reservoir had a hole in the bladder and liquid was leaking into the cassette. The patient was able to switch to a backup device and infusion continued successfully. The infusion was life sustaining and the outcome of the event was resolved. The fault occurred while not in use and there was no patient harm reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.